Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned device is confirmed to be broken at the threaded tip. The tip is completely sheared off. No other issues were noted with the device. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The following drawings were reviewed during investigation. (B)(4). The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The root cause is likely related to application of excessive torque on the device. As the implant has been in since 2006 there is likely significant bone growth around the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history records review was completed for part# 03.037.030, lot# 9163436. Manufacturing location: (B)(4), manufacturing date: dec 12, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent revision procedure. During the procedure, a trochanteric fixation nail advanced (tfna) screw extractor was used to remove a trochanteric fixation nail (tfn). Post-operatively, it was discovered that the tip on the extractor broke off inside the lag screw at an unknown time. The original implant date was on an unknown date in 2006. All removed hardware was removed intact which included one short nail, one lag screw and one 5.0mm screw. The patient was revised to a total hip replacement. The procedure was successfully completed with no delay. The reason for revision procedure is covered under (B)(4). Concomitant medical products: lag screw (part# unknown, lot # unknown, quantity 1); tfn nail (part# unknown, lot# unknown, quantity 1); 5.0mm screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) helical blade/screw extractor. This is report 1 of 1 for (B)(4).